Event description:
(B)(4) clinical study. Same case as MDR#2134265-2013-03195 and 2134265-2013-03196. Same patient as MDR#2134265-2012-02978, 2134265-2012-02979, 2134265-2012-04808 and 2134265-2012-04809. It was reported that post a stenting treatment procedure, in-stent restenosis and angina occurred. In (B)(6) 2012 the patient presented with acute onset of left-sided pain and weakness and was referred for cardiac catheterization. The 70% stenosed, 30 x 3mm target lesion was restenosis of an unknown bare metal stent located in the mid left anterior descending artery (lad) to distal lad. The target lesion was treated with pre-dilatation and placement of two ion us coa stents, a 2.25 mm x 32 mm and a 3.00 mm x 16 mm. Following post dilatation, residual stenosis is 10%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the subject presented with angina pectoris and was hospitalized the same day. The physician noted 80% diffuse restenosis of the previously placed stent located in the distal lad which was treated with balloon angioplasty and placement of a 2.75 mm x 20 mm veriflex stent with 10% residual stenosis. In (B)(6) 2013, the patient presented with recurrent chest pain and was diagnosed to have angina. The patient was hospitalized on the same day. The 75% restenosis of the previously placed 2.75 mm x 20 mm veriflex stent in the distal lad was treated with balloon angioplasty and placement of 3 mm x 15 mm non-bsc stent. Following post dilatation, residual stenosis is 10%. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probably root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).